Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device is not expected to be returned to zoll for evaluation. An email attempt was made to understand why the product was not being returned; however, no response was received from the customer. Currently, the status of the device is unknown. This claim will be reopened if the device is returned to zoll for evaluation. No trend related to similar reports.